Event description:
It was reported that the patient underwent a pelvic floor repair procedure in 2005 for the treatment of uterine prolapse, pelvic organ prolapse, cystocele, and rectocele. During the procedure, mesh was placed into the patient's body. It was reported that the patient experienced multiple complications including erosion, formation of scar tissue, dyspareunia, additional surgeries, and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.